Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures and audio issue. The customer¿s blood glucose was 79 mg/dl at the time of incident. Customer reported that when he did self test,then audio issue was resolved and they did self test again now and insulin pump error occurred. Customer did self test and test was passed. The insulin pump will be returned for analysis.